Manufacturer narrative:
Date of birth is year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation of the target lesion approx 37 months post index procedure, an in.pact admiral paclitaxel eluting balloon catheter was used in the left sfa. Approx 11 months later, the patient suffered thrombotic occlusion of the distal left sfa. The left sfa was treated with stenting and open thrombectomy. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The left sfa was also treated with impact admiral pta during the previously reported revascularisation for thrombotic occlusion of the distal left sfa. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.